Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump was stuck in the rewind sequence. Customer stated that the insulin is squirting out during manual prime process. Customer stated insulin continues to drip after motor stops during manual prime. Customer stated she only treats with the insulin pump. Customer was instructed to hold down the act button until she receives a 2nd series of beeps or numbers appear on the display. Customer stated the insulin pump alarmed. Customer stated the drive support cap appears customer declined to replace the device as she is getting a new insulin pump. Blood glucose is 270 mg/dl. Nothing further reported.